Manufacturer narrative:
The pump passed functional tests including displacement test, rewind test,basic occlusion, occlusion, prime test and excessive no delivery. Unit was received with normal operating currents and no unexpected off no power error alarm or low battery alarm noted. Pump was communicated properly with bg meter. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 600mg/dl and diabetic ketoacidosis. Customer treated with pump. Troubleshooting found that customer is calling back to perform the high pressure test which failed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.